Manufacturer narrative:
The cobas pure e 402 analytical unit serial number is (B)(6). One of the cobas pro analyzers' serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg+b results from three samples (two from the same patient) tested on the cobas e 402 analytical unit and two cobas pro analyzers. On (B)(6) 2025: patient 1 first sample the initial result from the analyzer was 3.82 miu/ml. The first repeat result from the analyzer was 18.5 miu/ml. The second repeat result from the analyzer was 18.6 miu/ml. The third repeat result from another laboratory's cobas pro analyzer was 19.6 miu/ml. Second sample (from the same blood collection). The result from the cobas pro analyzer was 4.06 miu/ml. The high results were deemed correct. Patient 2 first sample on (B)(6) 2025: the results from the cobas pure analyzer using the primary sample tube were 0.351 miu/ml, 0.353 miu/ml, and 0.296 miu/ml. The results from the cobas pure analyzer using an aliquot of the patient sample were 0.344 miu/ml, 0.309 miu/ml, and 0.340 miu/ml. The results from the first cobas pro analyzer using the primary patient sample tube were 43.0 miu/ml and 52.8 miu/ml. The results from the second cobas pro analyzer using the primary patient sample tube were 53.9 miu/ml and 55.6 miu/ml. The results from the first cobas pro analyzer using an aliquot of the patient sample were 0.394 miu/ml and 0.394 miu/ml. The results from the second cobas pro analyzer using an aliquot of the patient sample were 0.399 miu/ml and 0.397 miu/ml. The low results were deemed correct.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The investigation did not identify a product problem. The cause of the event could not be determined.